Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip and two longitudinal tears in the balloon. The tears are on opposite sides of the balloon. One of the tears is approximately 7mm from the tip and 4mm long. The other tear is approximately 7mm from the tip and 3mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinal.